Event description:
It was reported that centralized patient monitoring was temporarily lost (for less than five minutes) when the system rebooted. One patient was connected when this occurred. There was no patient harm associated with this reported product problem. Note for block a: the reporter did not provide other information for the patient.

Manufacturer narrative:
Analysis of log files obtained via modem connection to device. For this reason, it was unnecessary to physically return the device to the MFR for evaluation. Evaluation summary: the device is an installed centralized patient monitoring system that utilizes a sun micro-systems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes and displays patient vital signs data from multiple bedside multifunctional patient monitoring devices through either wired or wireless connections. Evaluation of the customer's complaint confirmed that a brief loss of centralized monitoring had occurred; this was ascertained by examination of log files obtained by modem connection to the customer's device. Investigation showed that the device self-detected an internal operating exception and initiated a reboot (device restart) to remedy the problem. This design feature limited system down-time to less than five minutes during which time vital signs monitoring continued uninterrupted at individual bedside monitors. Investigation identified that the reboot condition was created when the device's software detected that it could not communicate with a server that supplied data to the device. The reason that the device lost communication to the data server was indeterminate because communications with the data server was normal following the reboot event and the problem did not recur.